Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board and machine flow sensor were replaced to address the issue. There was evidence of dust and dirt contamination. In addition of the above evaluation, the blower assembly, blower bellows, blower chassis plate, blower cap, tubing-fi02, tubing- system board, tubing-blower chassis, tubing- low flow 02, cooling fans, cooling fan retainers, and muffler assembly will need to be replaced due to dust and dirt contamination and the software was uploaded, which was not related to the malfunction/issue.